Event description:
Needle would not retract into safety mechanism. Once needle removed from catheter, attempted to place needle in specimen container and pierced through specimen container to nurse's finger.